Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on december 29, 2023.

Manufacturer narrative:
This report is submitted on (B)(6), 2023.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Subsequently, the device was explanted on (B)(6), 2023 and the patient was reimplanted with another cochlear device during the same surgery.